Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump retainer ring was loose. The insulin pump was cracked on reservoir compartment. Customer stated that the pump was broken, had to change batteries less than every week and pump had rejected new batteries during replacement. The reservoir was able to lock in place when inserted into pump. No harm requiring medical intervention was reported. The device will not be returned for analysis.